Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has unintended stimulation and ineffective stimulation in the established pain pattern. X-rays revealed no anomalies. The sjm rep was able to reprogram with a tolerable amount of stimulation. The pt has been scheduled for a lead revision.